Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that a power source alert occurred. The customer¿s blood glucose level did not exceed 500 mg/dl and was not adversely impacted. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.